Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope exhibited plugging of treatment device. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the endo therapy accessory temporary had anomaly, causing clogging in the channel. As a result, the endo therapy accessory could not be inserted or withdrawn. However, the root cause could not be determined. The event can be detected or prevented by following the instructions for use (IFU) which state: it was confirmed that instructions for evis lucera jf/tjf type 260v operation manual chapter 4, ¿operation¿ section 4.2, ¿using of endo-therapy accessories¿ describes how to use the endo therapy accessory for the instrument channel. Olympus will continue to monitor field performance for this device.